Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there were replace battery alarm observed in black box at 5:02am on (B)(6) 2016; date of reported no power to pump. No damage was found to the battery cap. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The battery cap contact height and width are within specifications. The pump electrical current draws were measured within specifications. A replace battery alarm was duplicated during testing; pump gave appropriate audible and visual alert. The pump was opened and no damage was found to the power circuit. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.